Manufacturer narrative:
Analysis found normal electrical characteristics. The helix was clogged with body fluid, preventing it from extending. The insulation was cut and the distal coil was overtorqued. The damage found is consistent with that occurring at the time of explant.

Event description:
It was reported that high impedance was observed. The lead was explanted during a repositioning attempt.